Manufacturer narrative:
Device evaluation:the reported battery fail was verified during service. The service technician stated that customer let the instrument charge overnight. Upon arrival the service technician tested the instrument by running the pump at 2500 rpm on battery power while a stopwatch was keeping time. At 7 minutes 20 seconds the instrument gave the low battery warning. At 8 minutes the battery indicator read empty but the instrument continued to work normally. Continued to run the instrument for 62 minutes total on battery power, worked normally and never shut down. The batteries in the device were last replaced (B)(6) 2022. Service technician attempted to replace batteries as a precaution . Replacement battery voltage 13.72 and 13.57 upon installation. Replacement batteries failed upon installation. Upon replacing batteries, the charge indicating light on the front panel would flash 2-3 times faster than normal. Instrument would not fully power on. No other replacement batteries were available in field kit. Service technician was not comfortable returning the instrument to service without replacing batteries due to initial error reported by customer. Instrument was removed from service, tagged with red "do not use" tag, and left charging in biomed shop. The next service technician found charging led flickering rapidly indicating a problem with the power supply, checked power supply voltage and fount it to be fluctuating between 27 and 30vdc.the service technician replaced power supply to correct problem, adjusted output voltage to 30.00vdc and verified it remained steady with no fluctuation. Measured battery voltage verifying voltage was above 12.75vc. Ran unit on battery, within 6 minutes unit alarmed low battery. The service technician replaced batteries to correct problem. Ran unit on battery for 12 minutes with no alarms occurring. Preventive maintenance was performed per specifications. Note the instrument was serviced by field service technician and not returned to medtronic facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a bioconsole 560 instrument, it was reported that during transport from the picu to ir, the battery failed (flashing red battery) after 5 minutes of being initially unplugged. Customer stopped and plugged in to charge, following that they had to stop every 2 minutes before it was again flashing red. It was necessary to use a portable battery to transport the patient back upstairs safely. The patient was not harmed and the pump never fully died, but the length of transport was increased due to this. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that the batteries were installed in the instrument on (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.